Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found with the device that would affect the delivery of insulin. The formed needle was observed to be exposed. The linkage assembly was observed to not be fully retracted. After opening the pod, the linkage assembly moved into the fully retracted position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was interfering with the top housing. The misaligned linkage assembly caused the formed needle to not retract. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 359 mg/dl, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.